Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient was severely calcified from the annulus to the left ventricular outflow tract (lvot) and significant mitral annular calcification (mac) was noted. A pre-implantation balloon-aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. The patient went into heart block prior to any contact with an abbott device. Temporary pacing was administered. The patient remained stable throughout the procedure. The device was implanted. The final implant depth was 7mm from the non-coronary cusp (ncc). At the end of the procedure the patient presented with a right bundle branch block (rbbb) and bradycardia. The temporary pacing was left in. On (B)(6) 2024 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
It was reported that at the end of the procedure the patient presented with a right bundle branch block and bradycardia. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the patient went into heart block prior to contact with an abbott device and temporary pacing was administered. The final implant depth was 7 mm from the non-coronary cusp, deeper than optimal 3 mm depth as recommended per IFU, which may have contributed to the reported heart block; however, this could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The exact cause of reported patient effects heart block and bradycardia could not be conclusively determined. The temporary pacing was left in. The reported surgical intervention was a result of case-specific circumstances as permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.